Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending (lad) artery with moderate calcification and 75% stenosis. Predilatation was performed with 2 inflations using a non-abbott balloon at 8-14 atmospheres. A 3.0x18mm device was advanced to the lesion; however, during deployment of the implant, the balloon did not inflate. In order to review the device, it was removed and examined and the proximal shaft was found to have multiple kinks. Only balloon angioplasty was performed. No patient effects or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation difficulty and kinked shaft were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported inflation difficulty; however the reported kink appears to be due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.